Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. .

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the rubber wrist/sheath of the sureform 60 stapler instrument was cracked. Use of the instrument was discontinued due to risk of exposed parts or losing rubber/sheath pieces in the patient, and it was replaced to the backup. The sureform 60 stapler stapler instrument was only fired three times with all blue reloads. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported. Intuitive followed up and obtained additional information. There were no fragments that fell in the patient. Instrument was already returned. No photos or images available. No patient demographic information is available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The sureform 60 stapler instrument was found to have the snake wrist cover torn. The tears measured roughly .020"- .223". Visual inspection displayed no signs of missing fragments. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces and including during sample handling.